Manufacturer narrative:
E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter and the physician considered the amount of char observed caused a risk of asymptomatic stroke. Product failure category was a qdot micro catheter with char. Char was found to be attached on the proximal side of the tip electrode of the qdot micro catheter. The caller was unable to witness the issue, so the time of occurrence was unknown. After the pulmonary vein isolation (pvi), the physician noticed the char when the qdot micro catheter was removed from the patient¿s body. The char was wiped off and the procedure was continued. Qmode+ setting was 90w, 4sec. Heparin used. Act was unknown. No problem with the changeover between low / high flow. Pre 2sec, post 4sec setting time. Additional information was received on 26-apr-2024. Location of the event was right pulmonary vein (rpv). Act was 250. Split indifferent electrode was used. Additional information was received on 01-may-2024. Set at temperature control mode. Additional information was received on 13-may-2024. The system did not present any error message nor did the physician / user see any product problem. No issues related to temperature nor flow on the catheter. The noted temperature, impedance, and power were temperature: 37-47¿, impedance:98-110o, and power: 50w+90w. The patient did not exhibit any neurological symptoms since the procedure was completed. The physician did not consider that the char is excessive. The physician considered that the amount of char observed caused a risk of asymptomatic stroke. The correct catheter settings selected on the generator. The duration of ablation used was not greater than 60 seconds. The average contact force was not greater than 25 grams (5-12g). The irrigation rate used was qmode: 4-15ml/min, qmode+: 8ml/min. Heparinized normal saline was used. The carto visitag module was used; respiration: on¿stability: 2mm, 3sec, fot: 25%3g. This char event was originally considered non-reportable; however, bwi became aware that the physician considered the amount of char observed caused a risk of asymptomatic stroke on 13-may-2024 and have reassessed the event as reportable. The reportable awareness date for this record is 13-may-2024.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter and the physician considered the amount of char observed caused a risk of asymptomatic stroke. The device evaluation was completed on 27-jun-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, temperature and impedance, and irrigation tests of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device, however, according to the decontamination lab pictures provided, char was observed. Temperature and impedance test was performed in qmode and qmode+, and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. According to the picture provided by the decontamination lab, char was observed in the tip of the device; therefore, the char/thrombus issues were confirmed. The evaluation determined that char is a physical phenomenon of radio frequency (rf), it can be the normal result of the ablation process. The instructions for use contain the following guideline: monitoring the temperature from the electrode during the application of rf current ensures that the irrigation flow rate is being maintained. Using tip temperature to guide ablation could result in deeper lesions and increased risk for collateral damage. Do not use the catheter without irrigation flow. Monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. If the temperature increases to 40°c during rf application, power delivery should be interrupted. Recheck the irrigation system prior to restarting rf application. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 30-may-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).